Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient has been charging more often as of the past couple of months prior to date notified. It was confirmed that the patient has not had any programming changes, their amplitude is set at 5.2, and they charge twice a day sometimes. Follow up with the healthcare professional (hcp) is to be conducted to check the implantable neurostimulator (ins) status. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Event description:
Additional information was received from the patient, reporting that the ins was always low, and that they charge two times daily as the device is set quite high, with an amplitude of 5.4 or greater. The patient reported that the issue has not been resolved, as they have to charge the ins for 3/4 to 1 hour twice daily. No further patient complications have been reported as a result of this event.